Manufacturer narrative:
(B)(4): devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
In (B)(6) 2010, it was noted that the pump had too much volume; the expected amount was 10.6, the actual amount was a little bit less than 15ml. This had also happened at the previous refill. The patient had had no change in therapy effect; the patient had no symptoms, the therapy was good. The device system was used to deliver baclofen and morphine. It was later reported that the treating doctor could not get the wanted amount of drug out of the pump. The doctor said the amount was different and therefore he could not be sure about the function of the pump. They decided to change the pump. When explanting the pump, the surgeon checked the catheter and found it "very fragile - the catheter was changed also". There was reported to be no patient injury.